Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to periprosthetic fracture during an unknown timeframe after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. We are moving forward with this complaint without product return. If the device is returned later, we will investigate the complaint further at that time. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Radiographs were provided as part of the medical notes which state the following: translation of xray taken (B)(6) 2016: slightly dislocated oblique fracture around the prosthesis stem from the greater trochanter to the medial cortex of the middle femoral third. Translation of xray taken (B)(6) 2016: repair of previous periprosthetic fracture with cerclage wires. Good fit and fragment adaptation. Translation of xray taken (B)(6) 2016: findings compared to the previous examination, the left side was unchanged with surrounding wire cerclages. The periprosthetic fracture is consolidated. Further review was also undertaken of the x-rays by a hcp which identified the following: initial left hip arthroplasty complicated by an oblique periprosthetic fracture of the proximal femur. Subsequent revision with radiolucency along the proximal femur as noted. After the first revision, a femoral implant with a much smaller proximal implant size was used resulting in extensive radiolucency at the proximal femur greatest medially and along the proximal medial femoral implant. This could conceivably result in abnormal 'toggling' due to the distal femoral stem fixation and lack of proximal femoral implant fixation. This could result in proximal implant fracture, as seen. Operation report was provided which indicates that the patient was revised due to a fall which resulted in a periprosthetic fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.